Event description:
On (B)(6) 2015, the reporter contacted animas alleging multiple loss of prime warnings with the use of the current cartridge box. The reporter confirmed that the cartridge cap was secured to the pump and confirmed no sudden changes in force or temperature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.